Manufacturer narrative:
The reported events of failure to capture, failure to sense and failure to advance stylet were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet was able to be fully inserted inside the lead and removed without difficulties. Visual and x-ray examinations of the lead did not find any anomalies.

Manufacturer narrative:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture, failure to sense and failure to advance stylet. The right ventricular lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture, failure to sense and failure to advance stylet. The right ventricular lead was not used and was replaced. The patient was in stable condition throughout the procedure.